Manufacturer narrative:
Samples returned were tested to see if failure could be replicated. Investigation concluded that the failure described by the end user could not be replicated. The returned devices performed as intended.

Manufacturer narrative:
A review of the DHR was completed, there was no noted non-conformances with raw materials or the process including the device testing for final release. Samples received 4/29/2025. Pending testing for complete investigation and final conclusion.

Event description:
Complaint that pads wil not shock patient and cannot be probably tested with the defibrillator to make sure that it can shock properly.